Manufacturer narrative:
The patient was contacted and provided additional information regarding his symptoms, concomitant medications, and his tms provider. The provider indicated that the patient was seeing some improvement in depression. The patient is hypoglycemic and was surgically treated for prostate cancer during the course of tms. After evaluating all the available information, it cannot be concluded that neurostar tms treatments caused or contributed to the patient's reported symptom.

Event description:
Neuronetics received information from a patient that alleges he felt worse than before his tms treatment and required more medication after treatment. The patient stated that he had also submitted a medwatch form to FDA (mw5111216) which was received by neuronetics from FDA on august 22, 2022.